Event description:
Patient is looking to have exploratory surgery in july to try to have the ring removed. She wants at least the ring removed for her own piece of mind. On 09/19/07 - based on further information from patient, mesh was explanted 07/06/07. During surgery it was found bottom of mesh had become detached and the patient had a recurrence of her hernia. A competitor's product was used to perform the repair. Patient is recovering and has gone back to work.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.